Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Immediately following valve implant, moderate paravalvular leak (pvl) was noted. A post-implant bav was performed. After the bav, an occlusion of the left coronary artery was identified. A stent was implanted, but cardiac function did not improve. The patient and family did not agree to receive a thoracotomy or other treatment; no further treatment was provided. It was reported the patient passed away. The physician indicated it is possible the volume of calcification increased since the time of the computed tomography (CT) scan to the time of the procedure. The cause of death was due to left coronary artery occlusion. It was suspected that the death could be attributed to the calcification and the bav.